Event description:
On (B)(6), 2011, a doctor reported that a patient's tooth chipped while using simpli5.

Manufacturer narrative:
The doctor reported that a patient's tooth chipped while wearing the aligner appliance; however, on contacting the doctor it was confirmed that she was not sure if the aligner appliance caused the incident. The doctor confirmed that the patient is doing fine.